Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead; product ID 3550-39, lot# 0205922234, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's subcutaneous lead, implanted to cover neuropathic pain in the back, had migrated towards the ipg implant site on the buttock. An extension had not been used; the lead was directly connected to the ipg. The hcp blamed anchor failure. It was reported that there was no patient injury, and the patient was on a waiting list for a revision procedure.